Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a surgical site infection and endocarditis were diagnosed. Clinical findings included small mobile vegetations seen on the echocardiogram, more specifically small mobile vegetations on atria, or right atrial (ra) lead. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.